Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the crosser cto recanalization catheters products that are cleared in the us. The pro code and 510 k number for the crosser cto recanalization catheters products are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: received one 14s crosser cto recanalization catheter. Bunching was noted to the proximal end of the catheter shaft. Material separation was noted to the distal tip. The marker band was noted to be present. No functional testing was performed due to the condition of the device. Therefore, the investigation is inconclusive for the reported activation problem as functional testing could not be performed due to the condition of the returned device. However, the investigation is confirmed for the identified material separation as material separation was noted to the distal tip. The investigation is also confirmed for the identified material deformation as bunching was noted to the proximal end of the catheter shaft. A definitive root cause for the reported activation problem, identified material separation and material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure, while priming from the tip of the catheter when setting up the catheter, an error sound sounded, and saline food did not come out from the tip. It was further reported that the while priming again while releasing the pressure, but no raw food came out of the tip. The procedure was completed using new catheter. There was no reported patient injury.